Manufacturer narrative:
Device identification is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover, enclosure, tank cover, and line cord. Received device with cracked front cover, cracked tank cover, corroded drain fitting, and damaged line cord started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was found to be out of calibration. The technician recalibrated the device.

Event description:
It was reported that the device failed overtemperature. No patient injury was reported.